Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) battery door was damaged and unable to latch. It was also noted that the test access label was damaged. The upper case was contaminated around the keypad. The keypad surface was compromised. The lower case was contaminated with adhesive. Both output connector nuts were discolored. Recoverable errors were found in the log, however, the function of the epg was not affected by these errors. The epg was returned unrepaired as it was outside of its service life. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) battery door was damaged. It was noted that the battery door was unable to hold the battery securely, and the epg was unable to function. There was no patient involvement.